Manufacturer narrative:
One 23ga vit cutter was returned in a pack tray without the original label. The part number and lot number could not be verified or determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. Functional testing was performed using a stellaris pc system. The cutter did not cut as it should; it pulls and leaves strings at lower cut rates. The inner needle does not retract from the port window when set at 5000 c.p.m. The inner needle blocks to port preventing cutting and aspiration. The cutter cannot cut properly in this condition. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle condition cannot be determined.

Event description:
Report from (B)(6) states " the vitrectomy cuts only with low cutting rates. The cutter blocks with higher rates. Aspiration ok. Cutter was changed. No patient impact or injury was mentioned."